Manufacturer narrative:
Caller did not know which lot produced specific results. Reference medwatches with a1 for additional systems involved.

Event description:
Customer reports her friend obtained results of 55 mg/dl, 44 mg/dl, 60 mg/dl, 135 mg/dl, and 189 mg/dl on the aviva system within 10 minutes. Friend drank soda due to symptoms. No adverse event reported. Requested return of suspect system, however, system will not be returned.